Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It as reported that an intra-aortic balloon (iab) was inserted through the femoral artery and the patient was sent from cath lab to ICU. After 20hours the balloon ruptured and blood was seen in the tube. There was no patient injury.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It as reported that an intra-aortic balloon (iab) was inserted through the femoral artery and the patient was sent from cath lab to ICU. After 20hours the balloon ruptured and blood was seen in the tube. There was no patient injury.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and one leak was detected on the membrane approximately 1.8cm from the rear seal measuring 0.05cm in length. The evaluation confirms the reported leak, blood in tubing problem. The reported blood in tubing was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It as reported that an intra-aortic balloon (iab) was inserted through the femoral artery and the patient was sent from cath lab to ICU. After 20hours the balloon ruptured and blood was seen in the tube. There was no patient injury.